Event description:
Event was reported by an attorney. Legal complaint states that pt suffered pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and/or economic damages. No additional info was provided.